Event description:
As reported by the user facility: detailed inquiry description: etoposide chemo continuously beeped air in line, rn was not aware until going in to do the halfway point bp and realizing only 10 minutes of the chemo had infused (vs 30 minutes). Patient had not called out and guardians were asleep. Asked patient to call next time it beeped, showed him the button and placed the call light next to him. Went back several minutes later and the air in line alarm was beeping again and the patient had not called. Patient has a history of developmental delay so there may have been challenges with comprehension. Had to return to the room several more times and discover air in line alarm going off. Tried to prime the line on the pump and remove from the pump to manually prime. Tried to loop the tubing upward so the bubbles would rise away from the pump instead of back into it but that did not help either. This caused significant delay in the 1 hour administration time of the drug, confusion of when to obtain bps during the administration and delay in the next drug.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.